Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The patient¿s medical history included cerebral palsy. Potential baclofen withdrawal was reported. The patient was admitted to the hospital with return of spasticity. The environmental, external or patient factors that may have led or contributed to the issue was the patient recently had a pump replacement due to normal anticipation of eos (end of service). The catheter was not replaced. The diagnostics and troubleshooting performed was the pump was interrogated with the clinician tablet and logs were read. There were no active alarms. The actions and interventions taken to resolve the issue was per the physician, the patient would be managed with oral baclofen, possibly conduct a CT myelogram and referral to gillete. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015explanted: (B)(6) 2022. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from multiple sources (consumer (con), healthcare provider (hcp), company representative (rep)) reported on 2022-nov-04 that the patient went through baclofen withdrawal "sometime in april" (specific date unknown) and "again the first week of june 2022" (specific date asked, unknown). The patient both times was brought to fargo (specific hospital unknown). The healthcare provider at fargo suggested the patient go to regions for a catheter revision. On 2022-nov-04, the hcp stated that they thought "there is a leak in the catheter" because the patient had a recent CT that may have shown that. During the catheter revision, the hcp opened up the spinal incision and cut below the anchor where they saw free flowing csf (cerebrospinal fluid) immediately and so the hcp decided to program a bolus from the pump to see ifthey would be able to see drug drip out of the pump segment of the catheter since now the two were disconnected. They saw drug drip out of the catheter after the bolus, so the hcp decided to replace the entire catheter since they could not visualize the issue immediately. The hcp did this successfully, then when the old catheter was on the back table the hcp pushed saline through to see if they could visualize the leak and was unable to. The hcp would like this sent for analysis. There were no factors that may have led or contributed to the issue. The event was resolved at the time of report. The patient's status at the time of report was listed as "alive - no injury". Pump medication at the time of event was lioresal (2000 mcg/ml at 550 mcg/day).

Manufacturer narrative:
H3. Device was returned for destructive analysis and found catheter damage to the transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.